Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg due it being implanted too deep. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.